Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the 2 primary plum sets have black speck or contamination in the drip chamber. These were located by the materials management team after an email alert from msdh warned of possible contamination. There was no patient involvement and harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.